Event description:
Customer called in to report that capsule failed to attach. The patient did not have any adverse effect.

Manufacturer narrative:
No patient injury has occurred following this incident.